Manufacturer narrative:
It was reported that two surgiphor bottles cracked when squeezed during use. No photos or samples were received for investigation; therefore, the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. This MDR represents the surgiphor bottle (device 1). Additional MDR was submitted to represent the surgiphor bottle (device 2). Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two surgiphor bottles (device 1 and 2) cracked along the seam when squeezed during total hip replacement procedure. There were no fragments of the bottles when the crack occurred and there was no injury to the patient.